Event description:
Customer alleged blood glucose results of 576 mg/dl, 162 mg/dl, hi (greater than 600 mg/dl), and 328 mg/dl when testing was performed back-to-back on the aviva system. Customer reported having no symptoms. Customer alleged calling emts due to erratic results and alleged blood glucose on emts' professional meter of 170-175 mg/dl and on aviva system of 30 mg/dl, back-to-back. Customer reported receiving no treatment. No serious adverse event was reported in connection with the alleged malfunction. The suspect device is unavailable for return; replacement product was sent.